Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who reported they had poor coupling and was taking longer to charge. The patient reported they have turned the dial on the antenna and gets more bars but then the bars drop off. No symptoms reported. No complication or further complications reported and/or anticipated. Additional information was received from the patient who reported their new antenna was still producing the same coupling problems from before. The patient has continued with initial troubleshooting and sometimes even gets no coupling. Additional information was received from the patient who reported the issues were ongoing with the new recharger. No symptoms were reported and no complications were expected. Additional informational information received from the patient stated that they could charge with the replacement device and there is no need to notify the managing physician about the coupling issue. The patient reported that their weight was (B)(6) lbs. Additional information received on (B)(6) 2017 from the patient reported that even with the new recharging system the issue is persisting. The patient was redirected to their hcp.